Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: evaluation revealed that the keypad was intact but the keypad was worn. All of the buttons responded appropriately. There was contamination under up and contrast buttons. There was moisture behind the display lens. Performed a leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture throughout pump case.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad buttons were unresponsive after a recent battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.